Manufacturer narrative:
Patient initials not available for report. Lot number provided was not a valid lot number for this device; lot number provided was found to be a 2.0mm titanium cortex screw. It has been indicated via the maude report that the device will be made available for evaluation. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Corrected data: device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number 5058203.